Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that they were having issues with the infusion set adhesive. The customer's mother stated that they had a bent cannula. The customer's blood glucose was 468 mg/dl at the time of incident. The customer's mother stated that the blood glucose reached 600 mg/dl. The customer's mother stated that the infusion set was not sticking. The insulin pump will not be returned for analysis.